Event description:
Additional information reported the patient¿s ¿battery was explanted.¿ it was stated there was ¿no known equipment issue to state as a cause.¿ it was noted the patient¿s status was ¿stable¿ at the time of follow-up.

Event description:
It was reported the patient¿s ¿stimulator had not worked for years¿ and they wanted to have it explanted. The exact nature of how the patient¿s stimulator had ¿not worked¿ was unknown at the time of report and that ¿no¿ diagnostic testing or troubleshooting had been performed. It was stated that ¿no¿ patient symptoms or complications¿ were associated with the event. It was noted that an explant was scheduled for (B)(6) 2013. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 399960, lot# v236048, implanted: (B)(6) 2009. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).